Event description:
It was reported that an ilet device exhibited an unresponsive screen; the user was guided to restart the ilet via the mobile app, glucose remained stable, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included customer service troubleshooting and review of device performance based on user report. Investigation of this case revealed a device display malfunction consistent with a suspected hardware screen failure, with no associated alerts or alarms and no evidence of sensor-related contribution. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.